Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, on stapling a lung vein, the device stapled but did not cut the tissue. They cut with a scissor to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned products noted that one of the reloads was fully fired, the other had a full complement of staples. Staple pushers were visible at the zero cut line. Functionally the reloads were loaded into the listed instrument (702985400-20) and one was cycled without hesitation or binding. The other reload was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.